Manufacturer narrative:
Exact date unknown, event occurred the day that the device was explanted.

Event description:
It was reported that the patient underwent an explant procedure due inadequate stimulation despite reprogramming attempts. The explanted device will not be returned. No further information has been obtained despite good faith efforts